Event description:
It was reported that the pt was receiving lioresal via the pump. The pt was experienced increased spasticity and being supplemented with oral baclofen. In 2007, the hcp conducted a rotor study and catheter dye study related to the pt being symptomatic for increased spasticity. The catheter was found patent. The rotors did not appear to function normally. The decision was made at that time to replace the pump. The pump was restarted at the conclusion of the study. When the pump was interrogated prior to the replacement surgery, it showed a "pump stopped" message with a date reference. It appeared that the pump may not have restarted after the completion of the rotor study. It was unk if the rotors were functioning normally prior to the study. Post replacement surgery, the pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.